Event description:
Event occurred regarding a product tego¿ connector where they reported that they received a complaint from their customer informing that the tego was damaged. The event occurred during use with the patient and the connector needed to be replaced. There were no patient harm or clinical injuries and no infections.

Manufacturer narrative:
Initial reporter full phone number: (B)(6). Investigation summary four (4) used. List #055-d1000, tego¿ connector; lot #14150873. Were returned for evaluation received two (2) photos of the samples in packaging. As received, the following conditions were observed: a torn / damaged seal, signs of a blood clot inside the fluid path, once the samples were flushed no occlusion was observed, and a collapsed seal. No mating device was returned for evaluation. Complaint of damaged tego connectors can be confirmed on four (4) samples. The four (4) samples that have the torn/ damaged silicone seal, the probable cause of the top silicone seal tearing is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Corrective and preventative actions are in progress.